Manufacturer narrative:
The device was received by resmed. The reported failure could not be reproduced during evaluation. Review of the device data logs confirmed the reported problem. The main circuit board was replaced as a precautionary measure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf138) related to a breath state change issue. There was no patient harm or serious injury reported as a result of this incident.